Event description:
A filter opening was incomplete after deployment via the femoral approach. Another filter was successfully placed with no patient complications. This filter remains implanted and will not be available for evaluation. Therefore, no failure analysis will be available. Follow up indicated frequent and/or continuous flushing was not performed prior to deployment and may have contributed to this event.